Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24 mm wacthman laa closure device and delivery system were used. The procedure was performed with moderate sedation. The patient had breathing issues. He was deep breathing after the moderate sedation started. They went on with the procedure; however, every time the physician would open up the access system to introduce the pigtail catheter for the device, the patient's breathing would create negative pressure and suck air into the access system. The 24 mm closure device was attempted to be implanted, but it did not meet the release criteria, so it was recaptured and removed. As they were about to use a 27 mm closure device, they noticed that air was introduced into the body through the access system whenever the patient breathed. It caused the patient to have an air embolism in the heart and the patient stopped breathing. They aborted the procedure and intubated the patient so they could gain control of the breathing. After they got the breathing under control, they gave medication to counteract and got the patient back to a stable condition. They performed a computed tomography (CT) scan and it was negative for stroke and air embolism to the brain. The patient has since been discharged and is doing ok.